Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittent continuity. Could not get the bipolar to burn when it was in a situation. When hospital would take it out of the leg it activates fine, but when placed back in the leg nothing. They noticed when it was working that it would only work when in certain rotational positions. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittent continuity. Could not get the bipolar to burn when it was in a situation. When hospital would take it out of the leg it activates fine, but when placed back in the leg nothing. They noticed when it was working that it would only work when in certain rotational positions. A replacement device was used to complete the procedure. The hospital did not report any patient effects.